Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent a breast augmentation revision with a 500cc mentor memorygel breast implant experienced left sided breast pain post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The patient was part of the mentor adjunct study.

Manufacturer narrative:
Additional information received on february 9, 2022, indicated that the patient experienced pain and during surgery one implant was found to be ruptured and the other implant was fractured. Date of removal was on (B)(6) 2022. Manufacturer¿s reference number: (B)(4).